Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. X-ray showed the crimp sleeve appear normal and a deformed, bent helix. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. The perforation allegation could not be confirmed by lab analysis, it was concluded to be a known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. During explant, tissue was observed at the tip of the lead. Another rv lead was successfully impanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. During explant, tissue was observed at the tip of the lead. Another rv lead was successfully implanted. No additional adverse patient effects were reported.